Event description:
It was reported that the tubing clamp malfunctioned allowing free flow of an unspecified medication. Although requested, the customer provided no information regarding the impact to the patient.

Manufacturer narrative:
Although requested, section a information was not provided. The customer complaint of a clamp malfunction was not confirmed or replicated during the investigation, although the pump module sear was found to be bent during inspection. External inspection of the returned pump module found the right leg of the sear to be bent. Review of the logs confirmed that on the last day of usage (04/05/2019) there were two instances where the flo-stop appeared to be opened for an extended period of time (33 seconds/26 seconds). Functional testing using new unused administration sets could not confirm the customers reported experience of a clamp malfunction. The flow stop performed correctly as expected. The customer did not return the administration set in use at the time of the event, therefore no testing could be performed.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the tubing clamp malfunctioned allowing free flow of an unspecified medication. The customer states there was no negative patient outcome.